Event description:
It was reported by a patient in (B)(6) that they sustained scarring following hair removal treatment with a lumenis lightsheer laser. The patient supplied photographs and a record of treatment dates from the treating facility.

Manufacturer narrative:
Lumenis investigated the patient's report contacting its local agent, an authorized lumenis distributor, in the country. The distributor confirmed that the user facility had not purchased the subject device from them or from an authorized lumenis reseller. The distributor investigated the event report contacting the user facility in an attempt to obtain, subject device serial number, treatment records and laser service history which the facility declined to provide. To the best knowledge of lumenis, the device was purchased from an unauthorized third-party seller. The user facility declined service for the subject device therefore, no examination of the performance of the device occurred. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse events. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis medical expert reviewed the patient-provided photographs concluding the patient sustained post-inflammatory hyperpigmentation. The adverse outcome is reported to have been present for more than 30-days. Lumenis is unable to determine a cause for the patient's adverse treatment outcome absent device service records, device examination, and patient treatment settings.